Manufacturer narrative:
(B)(4). Eval, results: (root cause of event is un-determined due to limited info). Eval summary: the first fourteen proximal stent segments were intact. The distal stent segments were pulled in a distal direction over the distal tip.

Event description:
The physician was attempting to use a 2.75 mm diameter x 26 mm length integrity rx coronary stent. It was reported that the stent of the relevant device was noted to be damaged during the procedure. No clinical sequelae were reported.